Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure alarm during self test. The customer¿s blood glucose level was 397 mg/dl at the time of the incident. Customer stated that the displacement test was performed and it was pass and self test was fail. The customer experienced symptoms such as nausea and vomiting. The customer was treated with syringe. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly.